Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not work after replacement. The customer¿s blood glucose was 120 mg/dl at the time of the incident. Troubleshooting was offered but the customer did not have insulin pump with them at the time of the call. The device is not expected to be returned for analysis.